Event description:
In 05 baxter product surveillance contacted the home patient for a follow up call regarding an unrelated event. The home patient was being tested for peritonitis. From further discussion with the pd facility in 08/05, home patient had an effluent sample tested eight days earlier. The pd facility had limited information. The home patient was treated with 2g vancomycin ip and 40 g gentamicin ip for 3 days. The next day, home patient was treated with vancomycin 2 g ip. The pd facility stated that as of the next four days the home patient feels fine. The pd facility stated that the patient's exit site looked good and that the home patient was good with their therapy technique.